Event description:
Healthcare professional reported right side rupture and double capsule. Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified device patch with lot (or catalog) number ( the batch number and catalog of the device cannot be confirmed). Broken device. Red and yellow biological tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, broken shell, underweight, red particles in shell, flat creases, around 0-25% of the shell is missing. A microscopic analysis was performed, which identified broken shell with sharp edge on posterior side assessed, as unidentified (tear) opening. (A dimension measurement in the shell was performed, which identify the thickness within specification). Based on the device analysis, the final assessment is: broken shell with sharp edge assessed, as unidentified (tear) opening. And a missing shell that is assessed, as inconclusive.

Event description:
Healthcare professional reported, a right side rupture. And double capsule. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side rupture and double capsule.

Event description:
Healthcare professional reported right side rupture and double capsule. Device has been explanted.